Event description:
It was reported that patient received inappropriate shock due to noise. Noise was reproducible with isometric testing. Capture anomaly, high impedance and undersensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
During analysis a fracture of the inner coil was found at 2.5cm from the pin, consistent with fatigue. The fracture is consistent with the observation from the field.